Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer report via phone call, the insulin pump had alarmed compromised force sensor system during rewind/prime sequence. Customer's blood glucose was unknown. Customer declined troubleshooting as he had done prime rewind twice and the alarm reoccurred. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage force sensor. The insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.